Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02556. It was reported the pt was not getting correct stimulation coverage and was advised on trying different programs with his programmer. Follow-up identified the coverage is adequate but the pt felt the stimulation does not provide effective pain relief. He stated he did not want to be reprogrammed. It was reported the physician is trying to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.